Event description:
As reported by the user facility: event 2: brief inquiry description: micro bubbles of air in the arterial line of the streamline bloodline. Detailed inquiry description: clinic reported seeing microbubbles of air in the arterial tubing. Air seem to be coming from the connection between the fistula needle and sl red pt. Connector. This started approximately 2 weeks ago, when the clinic begun using the lines with alternate style patient connectors. The amount of air in the lines is enough to fill the venous chamber and trigger sad alarm. In some instances, they had to discard the system and re-string the machine to continue the treatment. At this time the clinic is not using sl with the "new style" connectors -they still have some lines with "old" connectors in stock. They do not see air bubbles when using the "old style" connectors. The clinic does not have a way to store and ship the bloodlines which were exposed to blood. They offered to send sterile lines from the affected lot. Product return details: 5 sl sets had to be discarded.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: the report has been identified as b. Braun medical international report number (B)(4). No samples were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.